Manufacturer narrative:
(B)(4). The lot was manufactured from august 1, 2013 to august 5, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was returned for evaluation. A visual inspection confirmed the ruptured bladder. A microscopic inspection identified an abrasion on the interior surface of the bladder near the rupture. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the bladder of a folfusor ruptured. This occurred while filling the device with an unknown antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.